Manufacturer narrative:
The returned product was received at the investigation site in the outer blister covered with the tyvek lid foil. The instrument tip was wrapped in a piece of cloth for protection. The sticker label showing the product¿s lot information was put on the piece of cloth. The product shows obvious macroscopic signs of damage. Specifically, one scissor blade is broken off and the second one is deformed into a 90-degree angle. The broken off scissor blade was not part of the delivery. The returned product exhibits no surgery residues. The instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage. The break of the scissor blade is located directly at the edge of the metal tube. However, the fractured surface is covered by the second scissor blade which is why it could not be visualized and assessed. As the blister was opened by the customer, the product was handled. The situation in which the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is therefore confirmed but the root cause cannot be conclusively identified by this investigation. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy, the tip of an ophthalmic scissor became loose and fell into the patient¿s eye. The piece was successfully removed from the eye, and the surgery was completed after a new product was replaced. No patient impact was reported.